Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the demonstration at the medical briefing session, the first reload was connected with the handle, shell, and the adapter, and firing was performed to the crab stick sponge in the order of 1, 2, 3. Although the button was pressed for a long time, firing stopped halfway several times(there was no indication of the resistance limit on the display). Firing was managed to be done until the end. When the up button was pressed to return the knife, it was obvious that the knife came back slower than usual. And when the knife returned to the end, there was an error indication of "connection error: the handle was connected while the cartridge was connected to the adapter" that was displayed. It obviously felt something was wrong, then the adapter was re-connected, and the display turned back to the normal display. The second reload was connected, and firing was tried to be performed to the crab stick sponge in the order of 1, 3, 2 again. Firing was performed with the maximum flexion of the cartridge to the left, but firing stopped at the sponge of the zone 3 placed in the middle (even at this time the indication of the resistance limit was still not displayed). Even though the down button was pressed again, firing was not started, the knife was released by pressing the up button as it was locked. Since the display did not appear when it should be displayed, and the power of firing was weaker than other demonstration devices. The procedure was completed with another device. Since there was no duplication, they decided to continue using handle while watching the condition.